Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel was damaged and "melting" during use when used with "lipiodol oil". This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we have had issue with these syringes (ref 309657,ref 309646 and ref 302995) melting when we are using lipiodol oil. We have not had this happen before."

Event description:
It was reported that the bd luer-lok¿ tip syringe barrel was damaged and "melting" during use when used with "lipiodol oil". This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we have had issue with these syringes (ref 309657,ref 309646 and ref 302995) melting when we are using lipiodol oil. We have not had this happen before."

Manufacturer narrative:
D.10 device available for eval: no. H.6. Investigation summary: no samples displaying the reported condition were received. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history review could not be completed as no batch number was provided. Further research was done by our material scientist an they have indicated that the iodine in the drug may result in swelling of the polypropylene used for the syringe which may be perceived as melting. On reviewing the full prescribing information the manufacturer specifically indicates to use a glass syringe for administration. The lipiodol ultra-fluide injection fpi specifically lists ¿plastic containers and syringes¿ as incompatible for the purpose of storage unless specific studies are conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.